Manufacturer narrative:
Manufacturing and inspection records were reviewed and no anomalies were found. The returned products were inspected under magnification. Under magnification, the batch number for the drill, left hand 1.5mm qr (p/n 80-0399) was confirmed as 282005. Upon inspection, the following observations were noted: the returned 1.5mm drill showed some areas of minor denting and wear at the very tip, at the farthest edge of one of the cutting flutes. Otherwise, there was no damage or wear visible along the length of the drill or along any other area of the cutting flutes. The screws and plate used with these products were not returned. No definitive conclusion can be made.

Event description:
It was reported the removal instruments failed to remove the screws from the plate and from the bone after the plate was removed. Competitor devices were needed to successfully remove the hardware. This issue resulted in the procedure taking a few hours. This report is related to report numbers: 3025141-2022-00093, 3025141-2022-00094, 3025141-2022-00095, 3025141-2022-00097, 3025141-2022-00098, 3025141-2022-00099, 3025141-2022-00100, 3025141-2022-00101, 3025141-2022-00102, and 3025141-2022-00103 for the other devices involved in this event.